Event description:
The patient is a (B)(6) male supported by heartware bivad since (B)(6) of this year. He called the vad office from home mid-morning to report abnormal vad flow readings of >10 liters/min from his heartware rvad. He reported his watts were 2.9. His baseline watts are 2.0. No alarms, his only other complaint was fatigue for 2 days. Three hours after the initial complaint, when he arrived at clinic his high watts alarm started to alarm. His watts were reading 4.1. Through the day, his rvad watts climbed to 12. Vad interrogation showed an elevation of flows starting 3-4 days ago. Echo showed right ventricle was mildly dilated, no visualized pump thrombus. Pt admitted to coronary ICU and initiated on bivalirudin to treat potential pump thrombus, which later was found. Patient remains in ICU. Rvad pump is thought to be thrombosing and decision remains to be made if patient could tolerate an rvad pump explant or if he needs to have a new rvad surgically implanted. Treatment is ongoing. Over the month prior to admission patient had sub therapeutic and supratherapeutic inrs (international normalized ratio readings). Waveforms were sent on day of admission to heartware. Manufacturer response for r vad, heartware rvad (per site reporter): no response from manufacturer.